Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with cutoff hcg urine control 3 different high level hcg urine controls, and 3 clinical positive urine samples. All results were positive at read time. No false negatives were obtained. MFR batch record review did not uncover any abnormalities. Root cause could not be determined. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
Distributed reported that a customer observed false negative results for one pt with pss consult hcg urine cassette test vs. Positive ultrasound. Customer had a pt with a negative result on pss consult hcg urine cassette 25t at the office. Pt was sent for an ultrasound and it was noted that she is pregnant.